Manufacturer narrative:
(B)(4): analysis: visual inspection showed several cracks on the probe body and connector. When tubing was removed, white fog and stress cracks were detected around the second barbs on both ends of connector. Performance analysis: pressure integrity test confirmed leak to the atmosphere at < 1 psi. Damage was consistent with the use of a non-compatible solution. Device history review found the product met specs when released for distribution. Conclusion: the clinical observation was confirmed. The root cause was determined to be caused by operational context. Damage was consistent with use of a non-compatible solution on the probe, such as alcohol; in addition the device was used beyond the indicated time (6 hours) for extracorporeal bypass support per labeling.

Event description:
Medtronic received info that after open heart surgery this pt's heart function did not improve necessitating extracorporeal membrane oxygenation. It was reported that after 9 days on extracorporeal membrane oxygenation (ECMO) a leak was found coming from a crack on the flow probe cell which resulted in approx 500 cc of blood loss necessitating a blood transfusion. No adverse pt effects were reported.